Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: after 8th stitch needle would fall off in patient. When tested outside of the body before entering patient the needle was secure. The needle fell into the patient cavity. No device fragment was left in the patient cavity. To correct the condition a new device was opened.

Manufacturer narrative:
Evaluation summary: post marketing vigilance (pmv) received one device, opened by the account with the appropriate display box. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was observed to have both blades bent. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the instrument. No sheering on the toggle switches was observed. The blade was bent back into place. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The returned sample will be retained according to medtronic standards. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.